Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. It was reported that insulin pump alarmed for ten minutes. Customer's blood glucose was 12.0 mg/dl. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed open book / critical pump error after battery installation. The critical pump error was generated by a pump error 2 per boot loader traces. The motor was tested outside the device and it passed. Unable to perform functional tests, including the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, a cracked case and keypad overlay.